Event description:
A customer reported that a pyxis medstation system device had drawer 4.2 cubie failed. The customer reported that users were unable to remove the medication bisacobyl 10 mg, which led to a delay in the delivery of medication by five minutes. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident,it was determined that drawer 4.2 failed. A field service engineer replaced module board and retractor band to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.